Event description:
Procedure: lavh reportedly, the instrument did not function well. Several times when the user tried to open the jaws of the device they could not do so. Finally, the jaw would not open at all and they needed two hands to open the jaw. There was no patient injury.